Manufacturer narrative:
Investigation-evaluation a review of manufacturing instructions, complaint history, dimensional verification, quality control data, and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath was returned for investigation. Glue was present approximately 30% of the check-flo body side arm opening. Glue was also present approximately 30% of the connecting arm exterior. A slight bulge in the sheath tubing was noted at the distal bond site 8.0 cm from the distal end of the sheath. The complaint device was from an unknown lot number. Therefore, the review of the device history record, nonconformance history, and a complaint search could not be conducted. If the complaint device lot number becomes available for investigation, the file will be updated at that time. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause has been determined to be manufacturing related. The check-flo body is purchased from a third party vendor. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a flexor high-flex ansel guiding sheath was being used during a lower extremity angiogram when the sidearm of the device "fell off." Reportedly, the introducer was being advanced into the patient at the time the sidearm detached, and a new sheath was used to complete the procedure. It was unknown if the patient's anatomy was tortuous or calcified. No adverse events have been reported regarding this instance.